Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Literature citation: badakere a, et al., intraoperative challenges and outcomes of pediatric cataract surgery following glaucoma filtering surgery. Int ophthalmol. Jun2024;44:231:01¿07. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported via literature article published about, out of 20 eyes of 16 children who had undergone pediatric cataract surgery with intra ocular lens (iol) implantation having previous history of glaucoma filtering surgery one eye in which the lens was placed in the ciliary sulcus had superior decentration and also developed retinal detachment post-operatively. There are three medical device reports associated with this report. This is 3 of 3.

Manufacturer narrative:
Additional information was provided in h.3.,h.6 and h.11. No sample was available to return. Complaint history and product history records could not be reviewed because the literature report did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause for the reported decentration could not be determined. This file was opened from a literature report, intraoperative challenges and outcomes of pediatric cataract surgery following glaucoma filtering surgery. This was a retrospective study to analyze intra-op challenges and outcomes of cataract surgery in eyes of children following glaucoma filtration surgery, between (B)(6) 2007 and (B)(6) 2019. Before undergoing cataract surgery, six eyes had 1 glaucoma surgery, 13 eyes had 2 and 1 eye had 3 glaucoma surgeries. The median age of the patients at the time of cataract surgery was 74.5 months. In three eyes, there was superior decentration of the iol (intra ocular lens). In both cases, the surgery performed was lens aspiration with iol implantation with anterior vitrectomy and posterior capsulotomy and iol was placed in the sulcus. These children were 4 and 6 years old respectively. Therefore, mentioned intra-operative factors can challenge the stability of the iol. This study involved children with the lenses placed in the sulcus. Company posterior chamber intraocular lenses are indicated for the replacement of the human lens to achieve visual correction of aphakia in adult patients following cataract surgery when extracapsular cataract extraction or phacoemulsification are performed. These lenses are intended for placement in the capsular bag. The company acrylic foldable multipiece posterior chamber lenses are optical implants for the replacement of the human crystalline lens in the visual correction of aphakia in adult patients following cataract surgery. The manufacturer internal reference number is: (B)(4).